Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse identified a fluid leak coincident with peritoneal dialysis therapy. The peritoneal dialysis registered nurse discovered the leak while removing the supplies from the cassette compartment of the cycler following a patient¿s treatment. There was no patient injury or medical intervention resulting from the reported leak. Upon attempting to setup the cycler for the next treatment, the peritoneal dialysis registered nurse received reoccurring heater bag not detected and not enough supply bags for total treatment error messages. A technical support representative was contacted and advised the peritoneal dialysis registered nurse to discontinue use of the cycler. A replacement cycler was provided to the dialysis unit. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A glucose test was performed with results returning positive. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿hb make sure hb is on ht tray and unclamped¿ message three consecutive times before treatment was cancelled. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and replaced. A second simulated treatment was initiated and completed without further complications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed in relation to the reported event and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.